Event description:
As reported, a 29 x 90 palmaz genesis on opta pro balloon expandable stent fell off the pta. The stent was retrieved using a snare. There was no reported injury to the patient. The damage was not noted prior to insertion into the patient. The device was stored according to the instructions for use (IFU), with no anomalies noted prior to use. The stent delivery system (sds) was prepped per instructions for use (IFU); however, difficulty was encountered during preparation. The stent was not manipulated and was properly mounted on the system upon inspection. A 6 fr cordis vista brite guide catheter was used. The balloon was not inflated or partially inflated prior to insertion, and negative pressure was not applied to the sds. The inflation device was in a neutral position during advancement and withdrawal. No resistance or friction was encountered while inserting the balloon through the rotating hemostatic valve or guide catheter. The intended procedure targeted the left iliac artery with a vessel diameter of 9 mm. The vessel exhibited a sharp aortic arch, and the device was not used for a chronic total occlusion. The unconstrained stent diameter was 1¿2 mm larger than the vessel. Difficulty was encountered while advancing and tracking the sds toward the lesion, as well as while crossing the lesion. The catheter was placed in an acute bend, and the balloon catheter was not easily removed. No unusual force was applied during the procedure. The device will be returned for evaluation.